Manufacturer narrative:
(B)(4). Medical product: biomet 360 offset adapter, cat#: 185210 lot#: 827040; biomet smooth knee stem, cat#: 145002 lot#: 378490; vanguard 360 femoral, cat#: 185265 lot#: 3636273; vanguard 360 tibial tray, cat#: 161429 lot#: 3582208; biomet smooth knee stem, cat#: 145024 lot#: 934030. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k093293. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address instability and stiffness. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This follow-up report is being filed to relay this report is a duplicate of 3002806535-2017-00064.